Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a cervical discectomy at c5-6 and c-7 and a corpectomy with fusion and instrumentation where rhbmp-2/acs was allegedly used. Post-operatively, the patient reportedly began to experience severe, chronic, on-going numbness and pain in her right leg along the anterior thigh, back and bilateral hands. It was further reported that the patient also experienced acute pressure from inside of her head, blurred vision, discomfort in her neck area and headaches which would last as long as six weeks. Mris performed in the years following the surgery, allegedly showed that the surgery only worsened her condition. Approximately 6 years post-op, the patient's physician reportedly recommended another surgery to decompress the stenosed areas of the patient's spine. Reportedly the patient has developed nerve compression, and severe, chronic, on-going numbness and pain in her right leg along the anterior thigh, back and bilateral hands, as well as bone growth in the surgical site around the nerves. It is unclear if the patient has undergone any additional spinal procedures.

Event description:
It was reported that patient underwent an anterior cervical discectomy, corpectomy and fusion at c5-6 and c6-7 with rhbmp-2/acs in fibula shaft with plate on (B)(6) 2005. Patient stated she had 3 total surgeries: 1. Cervical spine 2. Lumbar spine 3. Revision of the cervical spine. Patient now suffers from chronic/severe pain, balance problems (uses a cane to walk, falls often), severe pain/numbness in leg, osteocytes in cervical spine, myelopathy, paresthesia in arms/hands, bowel/bladder incontinence, adjacent motion segment disease, spinal stenosis at c4-5 causing ventral cord compression, bone spurs or bony overgrowth from rhbmp-2/acs that is compressing spinal cord, blurred vision, disc bulge and facet arthropathy at c3-4 and c4-5, and disc herniation at t1-2. Patient has had to undergo epidural injections to treat pain.